Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On unreported date, the patient ¿visited¿ the hospitalized for peritonitis; but it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.